Event description:
The surgeon inserted an aq2010v silicone three-piece lens but the haptic tore. The lens was removed with no patient injury or complications, no enlarged incision or sutures. The reporter stated it was unknown as to why the haptic tore. This is one of two lenses the surgeon attempted to insert into this patient - reference 2023826-2005-01062.